Event description:
Performed tee at 10000 rpm. Increased speeds to 11000, 12000, 13000, 14000, 15000. There were no changes in lv size,rv size, av opening (it opens with each beat) inflow obstruction. Plan replace vad when stable.